Event description:
It was reported that there was a general complaint of one patient with diminished r-waves after implant were reported by a physician on a implantable pacing lead. Follow-up to gain additional information was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).